Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported that during surgery the patient experienced a corneal burn. The corneal burn occurred at the beginning of sculpt. The reporter noted that the corneal burn occurred due to emitted thermal energy at the moment, like as sudden unintended acceleration of a car. The customer completed a questionnaire. The patient was a (B)(6) female with surgery on the left eye (os). The patient was not hospitalized. No medications or therapies were in use at the time of the event. In the surgeon¿s opinion the console caused or contributed to the event. No intervention was required. The pre-existing ocular condition is glaucoma. The relevant pre-existing medical conditions include corneal opacity (os) and high blood pressure. The corneal burn resulted in a wound gape/leakage. It is unknown if the anterior chamber shallowed or collapsed. The occlusion bell did not sound. The patient¿s eye level was at the cassette level. It is unknown of the corneal burn resulted in post-operative astigmatism. The corneal burn resulted in corneal ectasia. The patient¿s outcome was noted as continues/not resolved. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phacoemulsification tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phacoemulsification tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the patient experienced a corneal burn. The corneal burn resulted in corneal ectasia. The patient's symptoms are continuing.